Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included body mass index low, ectopic pregnancy and tubal pregnancy. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) ") and genital haemorrhage ("abnormal bleeding (general)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, dyspareunia, back pain, hormone level abnormal, headache, weight increased, vaginal haemorrhage, menorrhagia, mood swings, migraine, dysmenorrhoea and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: mood swings, migraines / headaches, dysmenorrhea (cramping), abnormal bleeding (general). Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.